Manufacturer narrative:
Summary: the complaint is unrefuted for one (1) of one (1) mobi-c implant (pn unk) for being present in the issue of patient osteolysis post-op. Medical records were provided for review and used to see the issue. Device evaluation: product was not returned and no photos were provided. Device evaluation could not be performed. Potential cause root cause was unable to be determined as not enough information was provided and the product was not returned. DHR review and related actions DHR review was not performed since the lot number was not provided. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a c5 endplate resorbed like osteolysis after implantation. A revision surgery is planned to remove the implant and fuse the segment. At this time, the revision surgery is not yet scheduled.